Event description:
This pt was admitted for coil embolization of two ruptured aneurysms: one in the posterior communicating artery of the right anterior circulation and the other in the supraclinoid carotid/anterior choroidal artery of the right anterior circulation. The pt has no previous history of diabetes, hypertension or sub-arachnoid hemorrhage (sah), nor does she have a first or second degree family history of sah. Pre-procedure, the pt exhibited a hunt and hess grade of I (normal neurologic exam, mild headache/stiff neck) and a modified rankin scale of I(no significant disability). A tracker excel 14 microcatheter and a transend guidewire were used to access the aneurysm. The first aneurysm (posterior communicating artery) was 7.3mm in height x 5.2mm in width x 5mm in length. The neck measured 2.3mm with a neck to sac ratio of 44%. One (1) 5mm x 15cm trufill dcs orbit (complex fill) and one (1) 4mm x 10cm trufill dcs orbit (mini complex fill) were inserted into the aneurysm. There was no neck protection used during the procedure. The microcather tip placement and deflection during coil deployment was satisfactory. The homogenous packing of the coils and neck coverage were said to be satisfactory. Coil positioning, conformity, and stability during detachment were described as excellent. The neck occlusion was described as complete obliteration, which was not the desired effect. The procedure was stopped due to angiographic occlusion and the inability to place any add'l coils.

Manufacturer narrative:
The second aneurysm (supraclinoid carotid) was 3.4mm in height x 7.8mm in width x 4mm in length. The neck was 3.4mm with a neck to sac ratio of 71%. An echelon microcatheter was used to access the aneurysm. Gdc detachable coils (boston scientific) were inserted into the aneurysm. The homogenous packing and neck filling of the coils were said to be satisfactory. The angiographic occlusion was described as complete obliteration, which was the desired effect. The procedure was stopped due to angiographic occlusion. It was reported by the study that a possible thrombotic event occurred during the procedure and that it was related to the trufill dcs orbit coils. This is one of two reports submitted for the same event. Please reference MFR rep#'s: 1058196-2006-00086.